Manufacturer narrative:
(B)(4).

Event description:
Procedure: unk. According to the reporter: the reload was loaded onto the stapler handle but could not close. It seemed to have been locked into place. They proceeded by removing the original reload and loading another reload. The devices were never used on the patient. There was no reinforcement material used in conjunction with the stapling device. There was no unanticipated tissue damage. There was no unanticipated tissue loss. There was no blood loss of over 500 cc. There was no extension in surgery time of over 30 minutes.